Manufacturer narrative:
A ge representative evaluated the system and repaired a loose connector on the aux motherboard. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the fluoro technique goes to max but there is no image. No pt injury was reported.